Event description:
It was reported to a company representative that a vns patient had his device explanted on (B)(6) 2016. The patient stated that he never needed his vns as he has juvenile myoclonic seizures and vns is not likely going to help his type of seizures. The patient also feels he has had more seizures since it was placed and never helped him and made his seizures worse. The device has been turned off for a while but he feels any proximity to magnets causes his device to fire as he has a lot of "earth magnets" in his house and garage. Additional relevant information has not been received to-date.